Event description:
Info received indicates, no functions are working on the bed and nothing will light.

Manufacturer narrative:
The technician tested the fuses on the power control module and found f9 was not supplying 8vdc. The technician replaced the power control module to repair the bed.